Manufacturer narrative:
The explanted valve was returned to our facility and analyzed following our quality control procedure. The valve is connected with reservoir. The valve and the reservoir are in a dry state as they were not returned in sterile water as recommended by our IFU. Visual examination : one piece of catheter of nearly 30 mm is connected on the reservoir. Dry "crystal" deposits are present in the valve around the inner mechanism (rotor and magnets). The pressure is set on position 2 which corresponds to a medium low setting given the pressure settings available on polaris. Functional control : the ability of the valve to perform as intended was tested. Circulation of air and alcohol is no longer possible and the ruby ball is stuck on its seat. A mechanical action with metallic stylet has been realized to unstick the ball of its seat. The rotation of the rotor was also verified before and after cleaning. Before cleaning, the rotation is impossible; the dry deposits in the rotor are certainly at the origin of malfunction of the rotor. After cleaning, the adjustment of the valve is still difficult but not impossible. All operating pressures of the valve have been measured. The operating pressures are compliant with the specification except for the positions 4 and 5: the pressures are lower than the pressures measured in production. The use of a metallic stylet to dislodge the ball of its seat probably damaged the spring of the valve and explain the incompliant pressures measurement. Last, the pressure performance on position 2 was measured to be conforming to the specifications. The pressure adjustment of the valve cannot explain the issue faced by the user. In conclusion, the valve does not meet its specifications. We can however not draw a firm conclusion on this case given the state of return of the valve, which prevents us from performing a reliable analysis.

Event description:
A female patient, (B)(6), was implanted with a ventriculo peritoneal derivation. The user decided to explant the valve because he was not sure that the patient was draining correctly.

Event description:
A female patient, (B)(6) years old, was implanted with a ventriculo peritoneal derivation. The user decided to explanted the valve because he was not sure that the patient was draining correctly.